Event description:
It was reported that the right ventricular lead had low impedance, insulation compromise, and oversensing. It was much later reported by the physician, patient and family that the device did not meet their longevity expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Brand: transvene, (B)(4). Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and the middle insulation had breached metal ion oxidation (mio). It was noted that there was blood/body fluid on several conductors (not obstructed), the middle insulation had cosmetic metal ion oxidation (mio), the outer insulation was breached and had environmental stress cracking and the outer insulation had cosmetic environmental stress cracking. (B)(4) the device was returned, analyzed and no anomalies were found.